Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was giving erroneous results. The following information was provided by the initial reporter: for one of our patients on (B)(6) 2019, our sample collection technician collected two edta, and one red top serum samples. After two hours a fluoride sample (for post prandial glucose) was also collected. The serum sample on analysis gave a creatinine of 5.78; we repeated in the same sample and obtained a result of 6.26 on the same day. Next day for the same patient in heparin sample creatinine was 0.93 and on repetition 0.90. Now we checked the creatinine results in the previous day samples (edta & fluoride) for our analysis with results 0.98 & 0.78 respectively. We checked the video of the collection for this patient to ensure there was no sample mix-up. The tubes were labelled appropriately in the presence of the patient. To check our equipment status we sent the sample with high creatinine to another accredited lab, which also gave concordant result (7.45). The patient did not give any history of drug intake and there was no family history of kidney disease. This scenario suggests to us that there could be a specific interaction with the tube components for the parameter in this particular patient.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.